Manufacturer narrative:
The returned device was evaluated and the inspection of the device found no damages or deficiencies that would cause the reported communication error. It could not be determined what caused the reported communication error. The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports receiving a communication error during a bolus.